Event description:
Caller reported a malfunction on the pump, but there was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the caller in resetting the pump, but the malfunction code recurred after the reset. Technical support provided the caller with a replacement pump. They instructed the caller on returning the faulty pump, programming the new pump with settings, and connecting it to the cgm. The caller agreed to the instructions, and the replacement pump was sent out. Customer reverted to an alternative method of insulin therapy.